Manufacturer narrative:
Device was not available for inspection at this time.

Event description:
The plastic tab on the seat chair popped off causing the seat of this chair to come off and individual to fall on the floor. No injuries were reported.